Manufacturer narrative:
(B)(6).

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately right coronary (rca) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Ivus check was tried to perform but the opticross was unable to cross in the stent. Guideliner was used then it was passed through in the stent, but lost image occurred. Another opticross was used as a replacement. During connection, disconnect error appeared. When it was reconnected, pullback was unable to be performed. The procedure was completed with this device. No patient complications were reported.